Event description:
It was reported that the patient is receiving radiation treatments and there is no power on reset (por) but the patient information is gone. Patient information needs to be re-entered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed device monitoring results status. Multiple ecc errors, likely due to radiation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.